Manufacturer narrative:
Please note correction to d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. Since this event is a particular issue, the opinion of the medical expert was requested with the limited information available and stated as following: "there a no medical factors mentioned that could have contributed to the event". "The x-ray does not confirm the diagnosis (we cannot see microorganisms on an x-ray), yet the early radiolucency and sclerotic line at the tip of the stem do not speak against it". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "patient required revision surgery due to infection".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient required revision surgery due to infection".